Event description:
It was reported that during a da vinci si hysterectomy procedure the pk dissecting forceps instrument was noted to have a frayed wire at the distal end. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Event description:
On (B)(6) 2013 we received user facility medwatch report number (B)(4) which stated: during robotic assisted hysterectomy it was noted that the pulley cable at the tip of the pk endowrist dissector was frayed. The dissector was immediately removed from the patient and replaced. Manufacturer response for pk endowrist dissecting forceps, pk endowrist dissecting forceps (per site reporter) complaint filed RMA and device returned to the company for their review. What was the original intended procedure? Robotic assisted hysterectomy and lso device usage problem: device failed (e.g broke, couldn't get it to work or stopped working.)

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument was frayed at the distal end. The conductor wires were intact and undamaged, but the drive cable was frayed. The pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Engineering also found the one grip was bent, causing side to side misalignment of the grips. There was a .030 offset at the tips. The bent grip had separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. The electrical continuity testing passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.